Event description:
Additional information was received indicating the device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that a second revision procedure was performed, however, the rv lp was unable to be retrieved. The rv leadless pacemaker remains implanted and in use. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that during a follow up in clinic, loss of capture and low pacing impedance were noted on the right ventricle (rv) leadless pacemaker (lp). Diagnostic imaging was performed and micro-dislodgment of the rv lp was observed. The physician suspected the rv lp dislodgment was due to the anatomy of the heart. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating a revision procedure was performed, however, the right ventricle (rv) leadless pacemaker was unable to be attach to the retrieval catheter and was unable to be explanted. The rv leadless pacemaker remains implanted and in use. Additional diagnostic imaging was performed. The patient was in stable condition.